Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Provided in the future, a supplemental report will be issued.

Event description:
The customer states during treatment the solution leaked from the connection site of the catheter and titanium adapter.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture shows a peritoneal dialysis (pd) catheter outside its corresponding packaging. It does show signs of use. No signs of leaks are observed in the picture. The sample was received for analysis and investigation. The sample consisted of one piece of the pd catheter attached to a titanium adapter which came inside a plastic bag. The sample showed signs of use (was cut). Visual evaluation of the sample was performed. It was observed that the catheter has a clean cut near the titanium adapter. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed based on the sample evaluation revealing a cut that could cause the leak reported by the customer. The catheter functioned as intended for an undetermined amount of time. Based on the available information there is enough information to discard the manufacturing process. The most possible root could be related to a customer manipulation. No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.